Manufacturer narrative:
Correction: initial g3: date received by MFR: 09/27/2023. H10: two (2) devices were received for evaluation. Visual inspection of both sets did not identify any abnormalities that could have contributed to the reported condition. Both sets underwent air leak testing (2 bar) and a leak was observed at the level of the screwed connector due to a crack at the level of the filter and the blood header port. The reported condition was verified in both sets. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, two units of prismaflex st150 set had an external dialysate fluid leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.